Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via phone call that her mother was involved in a car accident and hospitalized. The patient's blood glucose at the time of hospitalization was 500 mg/dl. However, it was mentioned that the hospitalization was not diabetes related. The daughter wanted assistance with programming the insulin pump but could not be assisted since she did not have hipaa consent. She understood and will call back when she goes back to the hospital. No products were shipped or returned.